Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with moisture damage on motor. Unable to verify display (red light) anomaly due to blank display. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the notification light had a consistent red light and has been on since the day before. The customer's blood glucose level was 6.9 mmol/l at the time of the incident. The product was returned for analysis.